Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer called tandem's customer technical support (cts) for assistance with determining what the red "x" was for when a bolus has been delivered. Cts educated the customer on the meaning of the red "x" (cancel the bolus delivery if needed). Reportedly, the customer thought that it meant something was wrong with the pump and inadvertently delivered another bolus. The customer reported an insulin on board (iob - active insulin in the body) of 25 units and inquired if the iob could be changed. Cts informed the customer that the iob was unable to be changed and recommended health care provider be consulted regarding diabetes management if blood glucose (bg) level goes low. There was no reported impact to the customer's bg level and the customer declined further follow-up from cts.